Event description:
Patient reported that he has been experiencing low blood glucose, while wearing the device. He stated that his blood glucose measured approx 40 mg/dl. After eating, patient's blood glucose increased to 110 mg/dl. Thirty minutes later, his blood glucose had dropped to 47 mg/dl. He stated that the device was beeping, but there were no error messages on the lcd. Patient believes the device may be delivering too much insulin. Patient switched to his back-up device and his blood glucose returned to normal.